Event description:
On (B)(6), the customer called into baxa technical support to state a pt had received an under dose of calcium gluconate. The error in the pt¿s order was a result of the pharmacist entering the incorrect calcium concentration in the formulary; 100 mg/ml instead of 9.3 mg/ml. Therefore, when the pharmacist requested 35 mg of calcium, only 3.5 mls was delivered to the pt. Upon discovery of the user entry error, the pt¿s total parenteral nutrition (tpn) therapy was halted. A review of the customer¿s formulary revealed that the abacus software operated as intended. No adverse events or patient injury occurred as a result of the partial infusion.

Manufacturer narrative:
Results - baxa technical support review of the facility¿s database shows that upon the installation of the abacus software, the calcium gluconate 100 mg/ml ingredient was not in the formula. Data shows that when the calcium gluconate 100 mg/ml ingredient was added to the customer¿s formula by the customer at some point following the baxa supplied installation and configuration; it was created and set to ¿unavailable¿, which prevented users from accessing the ingredient. Only in (B)(6) 2011, was the errant entry made ¿available to routine users and was not reported to baxa until this (B)(6) incident. This submission is being retroactively submitted since the initial submission was mistakenly submitted to the FDA electronic submissions gateway test environment rather than the production environment. Defect awareness has been conducted for all employees submitting electronic submissions to prevent future recurrence of this issue. In addition, we will also send paper copies to ensure all submissions are successfully received per regulatory requirements. During a review of the facility¿s database the following was discovered. When the user facility initially added the calcium gluconate 100 mg/ml ingredient to their formula, it was entered with the incorrect concentration of calcium (100 mg/ml instead of 9.3 mg/ml) but was made unavailable for compounding. The incorrect ingredient appears in two of the facility¿s templates, ¿ion-balancing¿ and ¿nicu fluids (test)¿. Every tpn that was created using either template was compounded with a lower than ordered amount of calcium gluconate since(B)(6) 2011. This event on (B)(6) is the only instance of medical intervention, to date, no further patient involved cases have been reported from this facility related to this error. Baxa technical support resolved the issue with the customer during the initial call, by correcting the concentration of the calcium gluconate ingredient. A review of the customer¿s formula revealed that the abacus software operated as intended and the cause of the issue was related to the incorrect ingredient concentration entered by the customer in their formula. A review of the risk documentation was performed, and it has been concluded that this issue is not occurring with greater frequency or severity than anticipated. Ion balancing: ion balancing is a process that accepts dose specifications for electrolytes in terms of individual ions. The ions considered are: sodium (na+), potassium (k+), calcium (ca2+), magnesium (mg2+), phosphate (po43-), acetate (ac-), and chloride (ci-). Abacus develops the appropriate combination of salt solutions to achieve the net charge balance using the chosen anion balance method. This ¿float¿ ion serves to achieve the final balance, based on the demand for other ions in the solution. The float ion will be either chloride, acetate or a ratio of the two. Salt based ordering: method that will be used to order salts. If users elect the salt-based ordering method, they will order the amounts of the electrolytes based on the salt solutions described in the formula. Formula: contains all ingredients that are available for compounding tpn solutions. There are many ingredients in the formula but only a subset are needed by most accounts. To limit access to ingredients they can be marked ¿unavailable¿ which leaves the ingredient hidden from order entry users. ¿unavailable¿ ingredients can be edited, added or removed without impact to the routine users. If an ingredient is made ¿available¿ then it is incumbent upon the system administrator to examine the data entered in the formula ingredient list to ensure that it is consistent with the facility¿s practices. Each ingredient has a number of essential components that are addressed in detail in the formula editor. Users must create an ingredient with a concentration that addresses each order method they will use. If the user wishes to order an ingredient by mass (grams) and by meqs, they must create two ingredients; one described as meq/ml and one described as mg/ml. When ordered as a salt, calcium gluconate is typically found in formularies as milligrams of the combined calcium and gluconate salt but when used as the source for calcium in ion based orders, abacus requires that the calcium gluconate ingredient contain an accurate elemental value of the calcium contained in the combined salt. This enables an ion based order to be placed for the calcium ion rather than the salt calcium gluconate. One hundred mg of calcium gluconate contains 9.3 mg of elemental calcium. The abacus software performs calculations based on ion properties, and calculates the molar concentration to the equivalent gram weight of the ion that is delivered by a salt. Using calcium gluconate 10% as an example, if the user requests that 100 mg of the product be delivered, abacus will multiply the 0.465 meq/ml times the molecular weight of calcium divided by its valence to arrive at the milligrams of elemental calcium that will be delivered per ml; 0.465 meq/ml x 40.08 mg/mmol/ (valence) = 9.3 mg of ca2+/ml. Users cannot order the amount of a salt in an ion-based formula, because the software will convert the milliequivalent concentration to the amount of the elemental ion. Therefore, if 100 mg/kg of calcium is ordered in the above example, the software will calculate the dose to be 10.75 ml of calcium gluconate solution per kilogram of body weight.